Manufacturer narrative:
If implanted; give date: the exact date of implant is unknown, not provided, but the best estimate date is mid-january, 2022. Phone number: (B)(6) the intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had undergone an intraocular lens (iol) implantation in their right eye two weeks earlier (mid-january 2022), was unsatisfied with their vision and reported that it was difficult to see. The physician suggested a wait-and-see approach, because there was swelling was noted at the post-op examination, the day after the operation, but the patient insisted that it was unendurable. The incision was enlarged to 3.5mm (original incision was 2.8mm) and a vitrectomy was performed as the patient's zonule of zinn was originally weak. It was indicated that as the zonule of zinn was fragile, it was treated with a slight vitreous body. No suture was required. The iol was removed, and another johnson & johnson lens replacement lens, same model zxr00v of +24.0 (higher) diopter was implanted. The outcome of the patient after the lens explant is unknown. No further information was provided.